Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected gradually increasing shock impedance measurements with current measurements being greater than 125 ohms. Boston scientific technical services (ts) noted that slow gradual increases in impedance measurements are often a result of calcification of body fluids on the lead. The last shock delivered from this device occurred in 2011 a copy of the device memory and x-rays were provided to ts for review. The x-ray revealed that the device appears to have dropped in the pocket although lead diagnostics support that this movement is not causing an issue. Ts recommended to increase the shock impedance alert limit and continue with normal follow up.